Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070710, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070702, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070682, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070475, UDI: (B)(4).

Event description:
It was reported that the patient was no longer satisfied with the spinal cord stimulator (scs) device and also believed that the leads dented the skull. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were not returned.